Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure the balloon catheter became stuck on the guide wire. The 90% stenosed lesion was located in a moderately tortuous right coronary artery (rca). Rotational atherectomy was successfully performed and a 3.5 x 28mm promus stent was implanted. For post dilation the 4.0mm x 15mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was inflated to 20atms and then became stuck on the non-bsc guide wire. The guide wire and the balloon catheter were removed from the patient together. No patient complications were reported and the patient's status is good.